Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer experienced high blood glucose in the 400's mg/dl in the evenings. Customer stated that it was not pump related and the highs were due to the high carb evening meals he was taking in. Customer stated that he was unable to sleep due to his frequent need to urinate and concern about his high blood sugars. Customer was advised to actively check for ketones and to speak to his doctor about meal planning post strenuous physical activity and high blood glucose protocol. Customer understands and declined to speak to the helpline stating that it was not pump related.